Event description:
A 28mm diameter x 16mm diameter x 13.5cm length aneurx bifurcated stent graft was inserted in a pt endovascular treatment of an abdominal aortic aneurysm in 2001. The iliac vessels were non-tortuous and without calcification. Aneurysm morpholgy is unk. It was reported that the physician was unable to deploy the stent graft. The physician aborted the procedure and removed the device from the pt without difficulty. Two days later an identical device was deployed without complications. The pt is reported to be fine, and no additional clinical sequelae were reported. No additional info is available.